Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was heating up. There were no delays in the planned surgical procedure as an identical spare device was available for use. It was reported that there was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that it passed all specs; however, the motor did heat up to 110 degrees fahrenheit out of an allowable maximum which is 118 degrees fahrenheit, only 8 degrees off from being out of specification verifying the complaint. During repair, the device was disassembled and discovered that the top end and bearings had corrosion. It was determined that corrosion from worn out motor components is an indicative of creating heat from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.